Event description:
Reported via clinical study, it was reported a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. Seven (7) days post index procedure, the patient's daughter reported the patient experienced tia-like symptoms. A magnetic resonance imaging (MRI) scan was performed. The suspected cause is an old stroke and not a recent stroke event. Per the facility, the event is resolved with sequelae.

Event description:
The patient was a part of a clinical study. It was reported a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. Seven (7) days post index procedure, the patient's daughter reported the patient experienced tia-like symptoms. A magnetic resonance imaging (MRI) scan was performed. The suspected cause is an old stroke and not a recent stroke event. Per the facility, the event is resolved with sequalae. It was further reported the patient received oral antithrombotic in response to the tia event.

Event description:
The patient was a part of a clinical study. It was reported a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. Seven (7) days post index procedure, the patient's daughter reported the patient experienced tia-like symptoms. A magnetic resonance imaging (MRI) scan was performed. The suspected cause is an old stroke and not a recent stroke event. Per the facility, the event is resolved with sequalae. It was further reported the patient received oral antithrombotic in response to the tia event.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.